Event description:
It was reported that myopotential oversensing and noise resulting in oversensing was noted on the right ventricle (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating a revision procedure was performed and no physical anomalies of the right ventricle (rv) lead were observed either visually or via diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.